Event description:
The medtronic carelink software is not correctly recording blood glucose values and is, therefore, incorrectly reporting results. Since the reports from this are used by drs, nurses, pts, etc., to manage their insulin pump and diabetes. It is impacting quality of care of diabetes management. My results are based on my personal diabetes data that I upload regularly to the medtronic carelink system. Then, my dr and I use the reports from the system to determine diabetes care management.